Event description:
It was reported that a small pin from the inside of the device came off and was lost in the abdomen when the instrument was used during a procedure. Xray were called to help to locate the pin. The pin was located and successfully retrieved. The instrument was in working order prior to this. It was checked by the scrub nurse and used by the surgeon before the pin came loose.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned on (B)(6) 2024. The investigation of the product was completed on (B)(6) 2024. Both products are aged. The metal outer sheath was produced in 2018 and the clickline forceps insert was produced in 2004. A visual inspection was carried out. There are traces of use on the surface of the shaft corresponding to its age. The rivet in the joint was sheared off due to excessive force, as shown by the material thrown up at the holes. Material fatigue can occur over time due to the age and the corresponding number of reprocessing. Corrosion can also be seen on the contact surfaces of the joints. The IFU refers to the relevant point to check the functionality prior to use. With a sufficient check a loose pin would have been detected prior to the surgery. The cause of the error is due to user fault. The event is filed under internal karl storz complaint ID: (B)(4).